Event description:
It was reported that following lead revision the pt had trouble healing properly and had his incision opened and cleaned. The physician thought the pt had "turned the corner", only to have the infection return. The pt system was removed. No pt outcome was reported. It is believed that the infections were related to poor hygiene.

Manufacturer narrative:
.